Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed. The (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the blood flow stops flowing and tube pops off. The following information was provided by the initial reporter. The customer stated: "we are experiencing difficulties when using the bd vacutainer safety-lok 21g x 3/4'' x 12'' (0.8 x 19mm x 305mm) micro-infusers (B)(4) that we currently have in stock: various nurses from different departments have noticed 2 recurring anomalies during blood sampling performed with these microperfusers associated with bd vacutainer multiple sample luer adapters: either the blood stops flowing at the beginning of the tubing after the needle (and therefore does not arrive in the collection tube) or the sampling tube is unexpectedly ejected (suggesting an overpressure phenomenon) lot number of the concerned material : 2b0681 - expiry date 2024-02-29."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set the blood flow stops flowing and tube pops off. The following information was provided by the initial reporter. The customer stated: "we are experiencing difficulties when using the bd vacutainer safety-lok 21g x 3/4'' x 12'' (0.8 x 19mm x 305mm) micro-infusers (B)(4) ) that we currently have in stock: various nurses from different departments have noticed 2 recurring anomalies during blood sampling performed with these microperfusers associated with bd vacutainer multiple sample luer adapters: either the blood stops flowing at the beginning of the tubing after the needle (and therefore does not arrive in the collection tube). Or the sampling tube is unexpectedly ejected (suggesting an overpressure phenomenon). Lot number of the concerned material : 2b0681 - expiry date 2024-02-29.".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes for insufficient blood flow/push off with the incident lot was not observed. The picture provided confirmed that the product concerned was catalog # 36746, lot # 2b0681. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to insufficient blood flow/push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes insufficient blood flow/push off. Bd was not able to identify a root cause for the indicated failure modes. H3 other text : see h.10.